Event description:
The customer reported a leak occurred when using the coulter® hmx hematology analyzer with autoloader. The leak was described as approximately ¼ ml of clear fluid leaked from the probe wipe on the instrument. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) contacted the customer and assisted the customer to adjust the probe wipe position to resolve the issue. (B)(4).